Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ spike connector (c180j) separated resulting in leakage. The following information was provided by the initial reporter, translated from japanese to english: this is a report about disconnection/separation of bonded components of c180j, resulting in chemo leakage.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 23-feb-2023. The contaminated sample was returned to our quality team for investigation. Through visual inspection, the spike is observed to be disconnected from the connector. It was noted there is visible traces of the solvent used to adhere the spike to the connector, indicating it was applied, however, we cannot verify it was the proper quantity. A device history review was performed for reported lot 2206207, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the same lot were used for additional evaluation. The product was visually inspected, no defects were observed, all connectors were properly welded onto the spike. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. Although we could not identify a direct problem, it was determined this incident was likely related to a failure in the dispenser that doses the solvent, resulting in the improper assembly of the connector onto the spike. A project has been initiated to further address this issue. H3 other text : see h10.

Event description:
It was reported that the bd phaseal¿ spike connector (c180j) separated resulting in leakage. The following information was provided by the initial reporter, translated from japanese to english: this is a report about disconnection/separation of bonded components of c180j, resulting in chemo leakage.